Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive graphical user interface (gui). There was no pt involvement at the time of the event. The date of the event is unk.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the touchframe. The device passed all tests according to mfg specs. (B)(4).